Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic total occlusion of the mid left circumflex artery. An unspecified guide wire was advanced to the lesion, and pre-dilatation was performed with an unspecified 1.5 and 2.5 mm balloon catheters. A 2.5 x 38 mm xience xpedition stent delivery system was then advanced to the lesion without any issues; however, the stent failed to deploy. The physician suspected that there was an issue with the stent delivery balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 1546 labeled. Internal file number (B)(4). Correction - 3270 removed and 1546 added. Correction from 12/16/2018 to 12/15/2018. Evaluation summary: the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported inflation issues and material rupture were confirmed. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer stated that an undeployed stent delivery system was seen positioned at the target lesion. No inflation or leak was seen. The investigation was unable to determine a conclusive cause for the reported material rupture. The inflation issue appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received. It was noted that the balloon was losing pressure during inflation as there was contrast leakage coming from the balloon. The device completely failed to inflate. A 2.75 x 36 mm non-abbott stent was used to successfully complete the procedure. No additional information was provided.